Event description:
It was reported that during the laparoscopic lobectomy procedure the clip scissors from the first clip. A similar device was used to complete the case. There was no pt consequence. The product is being returned.